Event description:
Additional information was received stating that pushing the plunger down was difficult, but still deployed with no audible click. When the plunger was removed, it was apparent it had failed (cuff miss). No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the plunger could not be confirmed as a proxy plunger was fully deployed without resistance noted. However, the reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with an 8f sheath after an electrophysiology ablation interventional procedure. Reportedly, four access points at the right common femoral vein were made. The proglide device used at the first access point failed during deployment, the plunger would not advance all the way down (when the plunger was pushed, no audible click was heard or felt). The proglide device was removed and a new proglide device was used to achieve hemostasis. The other three access points in the right common femoral vein were successfully closed with the suture of one proglide device each. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.